Event description:
It was reported that ech60s would not fire on tissue. Another device needed to be open and used to complete procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 5/24/2024. D4: batch # 571c38. Only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 571c38, and no non-conformances were identified.